Manufacturer narrative:
(B)(4). Pump passed the displacement test and self test. However, hardware low level failures alarm confirmed in the pump history due to cold solder joint on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.